Event description:
In the process of contacting the pt to notify pt that pt's generator may be nearing end of svc, it was discovered that the pt had passed away. It is unk whether the pt's ncp system was explanted. No autopsy was performed. The pt reportedly died in their sleep. Pt's neurologist believes that the death may have been caused by a continuous seizure. There is no evidence that the ncp system caused or contributed to the reported event. Attempts to obtain add'l info have been unsuccessful to date.